Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system door 1 was failed to open. The field service engineer remotely accessed the device and assisted the customer in unlocking the tower, thereby initiating the recovery process. The field service engineer observed the recovery and the inventory of previously failed items. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door 1 was not opening in tower. The customer reported that they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.